Event description:
It was reported that the patient received inappropriate therapy for svt. The case was clinically resolved by reprogramming the device to defib only at 222 bpm; therefore, the device remains implanted.

Manufacturer narrative:
No medwatch form was received.